Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign objects inside the connecting tube, the adhesive on the bending section cover, and inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
Correction b5** this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. It was noted, it is likely that the foreign material may have been unremoved because the device was not reprocessed properly due to deformation of the scope connector and a crack at the distal end. However, the root cause could not be identified. Since the foreign material adhered to the location other than outer surface of the device, the user could not remove the foreign material by reprocessing. It was presumed that physical stress such as hitting/dropping the distal end or chemical stress such as chemical solution used made the light guide len's glue peeled off, then moisture invaded there and corroded. However, since the subject device was not returned we could not confirm the event/presume the cause of the event. The event can be prevented by following the instructions for use which state: detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [10/30/2024].

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenvideoscope connecting tube, the adhesive on bending section cover or distal sheath rubber and the inside of light guide lens had foreign objects. There were no reports of patient involvement.